Manufacturer narrative:
The lens remains implanted; therefore, it is not available for evaluation.the lot number of the delivery device was not provided; therefore, a device history record (DHR) review could not be performed.based on the information available, the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient become hyperopic at +1.25 approximately 6 weeks post lens implant. According to the surgeon, the lens appeared in proper position, no cylinder and everything looks clear, but the lens seems very posterior in the bag. The surgeon is evaluation treatment options. Additional information was requested, but was not provided.